Event description:
The device has returned unexpectedly.

Manufacturer narrative:
Correction to institution, reporter name and customer's problem description.

Event description:
Correction: device not ready for use.

Manufacturer narrative:
(B)(4).